Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because this issue did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom home ac power supply has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the freedom home ac power supply was broken.

Manufacturer narrative:
The freedom home ac power supply was returned to syncardia for evaluation. Visual inspection of the unit revealed damage to the outer housing of the connector, missing feet and damage to the power supply brick. Despite the visual damage to the connector, the unit was electrically functional. The root cause of the damage could not be determined from investigational testing but is most likely due to rough handing. This issue will continue to be monitored and trended in the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the freedom home ac power supply was broken.